Event description:
During the product analysis of the returned generator, the device was noted to be at an end of service condition as a result of normal battery depletion. During electrical testing, capacitor c9 was found to exhibit an out-of-limit leakage current. The leakage does not increase the module's standby current consumption. The leakage current had minimal detrimental effect on battery longevity based on the acceptable current consumption values obtained during electrical testing. No other anomalies were noted with the device.